Event description:
The customer contacted heartsine to report that their device experiences unexpected losses of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device did not issue voice prompts. The reported fault was attributed to a damaged speaker cable. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device experiences unexpected losses of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
The customer contacted heartsine to report that their device experiences unexpected losses of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.